Manufacturer narrative:
Concomitant medical products: dtba2d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience syncope. The right atrial (ra) lead exhibited undersensing of arrhythmias and the right ventricular (rv) lead exhibited undersensing. Both leads remain in use. No further patient complications have been reported as a result of this event.